Event description:
The reported event under the (B) (4) study indicated approximately fours years and two months post implant, the cardioverter defibrillator reached early battery depletion; elective replacement indicator status observed. Consequently, a revision procedure for replacement of device was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.